Manufacturer narrative:
Updated fields: e1, h3, h6, and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation a definitive root cause for the reported event could not be established. The event can be detected/prevented by following the instructions for use (IFU) which state: labeling review: as a result of confirming the instruction manual, we found a description about phenomena. Review of device history documents: a result of confirming DHR, we confirmed that the device conformed to the spec and was shipped. Presumed cause: the product has not been returned to qad of shirakawa plant and we conducted the investigation from the obtained information, but we could not presume the cause of occurrence of the phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrovideoscope exhibited adhesion of screws to fix the tip cover peeled off. There were no reports of patient involvement.